Manufacturer narrative:
The device was not received for evaluation; therefore, a device analysis could not be completed. However, it was reported that the heater bag had a loose connection which is a known cause of the reported alarm. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice device experienced a system error 2240 (air in line/set) alarm. The patient was connected at the time of the alarm. This occurred during fill four of four of peritoneal dialysis therapy. During troubleshooting, it was discovered that the heater bag connection was loose. Technical service representative had the patient cycle the power to clear the alarm. The patient discarded the current supplies attached. There was no patient injury or medical intervention associated with this event. No additional information is available.